Manufacturer narrative:
Investigation summary: a review of the device history record revealed that batch 6333968 was assembled on nip1 from 3/23/2017 to 3/24/2017 for a quantity of 220,000. There were seven inspections conducted on 350 parts with an additional 200pc inspection at start up. There were no rejections noted during the production run; however, the machine went down at 10:00am on 3/24 due to cannulator jams. The machine remained down and was changed over. Evaluation of the returned samples has been performed with the following results: - bag # 1 - acc 6pcs with embedded foreign material in hub (1.0% aql for embedded fm acc7/rej8 on 315pc sample). - bag # 9 = acc 3 embedded foreign material confirmed (1.0% aql for embedded fm acc7/rej8 on 315pc sample). - bag # 11 = acc 4 embedded foreign material in hub confirmed (1.0% aql for embedded fm acc7/rej8 on 315pc sample). - bag # 3 - acc 5pcs with foreign material in hub confirmed (1.0% aql for embedded fm acc7/rej8 on 315pc sample). - bag # 4 - acc 5pcs with foreign material in hub confirmed (1.0% aql for embedded fm acc7/rej8 on 315pc sample) and 2pcs with bent tip (0.25%aql for hooked/bent tip acc2/rej3 on 315pc sample). - bag # 5 - acc 4pcs with foreign material in hub (1.0% aql for embedded fm acc7/rej8 on 315pc sample). - bag # 6 - acc 3pcs with foreign material in hub (1.0% aql for embedded fm acc7/rej8 on 315pc sample). - bag #14 - acc 1pc with foreign material in hub (1.0% aql for embedded fm acc7/rej8 on 315pc sample) and 1pc with bent tip (0.25%aql for hooked/bent tip acc2/rej3 on 315pc sample). Root cause of embedded fm observed is a result of the molding process. Carbon can build up on the screw or in the manifold and break loose allowing the microscopic levels of fm to inject flow into the plastic. All embedded fm samples are within the defined aql and remain below 0.800mm in size when visually compared to a particle estimation chart.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during an incoming inspection of bags of 25 g x 3/4 in. Bd¿ needles, twenty four devices were discovered to have foreign matter on the needle hub. There was no report of injury or medical intervention.